Event description:
It was reported that after the initial placement of the interbody device, the surgeon didn't like the position. The surgeon attempted to pull the inserter to change to cage position, and the cage broke. One-third of the cage remained attached to the inserter and the other two-thirds of the device remained in the patient. The surgeon was unable to remove the cage from the space.

Manufacturer narrative:
(B)(4). A review of the history records for this device did not reveal any non-conformances to specification of deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.